Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant power tray assembly core to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The redundant power tray assembly core was analyzed and found electrical and fiberoptic defects in one of the components. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to start a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were having a non-recoverable 86 fault on the system. The tse checked the error logs and confirmed the presence of the mentioned error pointing to the vision side cart (vsc) intuitive power distributor (ipd). The tse guided the customer to hard power cycle the system and connect the power cable to a different outlet with no improvement. The tse explained that they would not be able to use the system and the customer explained that they had another surgery in the afternoon and would like the system to be fixed as soon as possible. The procedure was converted to laparoscopic surgery with no reported injury.